Manufacturer narrative:
Device eval begun, but not yet completed.

Event description:
It was reported that during the processing of a unit of collected cord blood, a leak was observed in the 200 ml transfer bag of the device. The leak became apparent after the first centrifugation of the cord blood unit after the buffy coat had been expelled from the bag when using an expresser. The leak appeared as 2-3 ml of red cells coming from a slit or hole in the tubing leading to the 200 ml transfer bag. The technician stopped the leak with a hemostat; transferred the cord blood unit to a new transfer bag, and continued processing workflow for freezing without incident. The reporter stated that the volume of red cells lost could significantly affect the specimen.